Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that this issue was noticed mid year 2022. That was when the patients symptoms began to return. Over the course of the year they proceeded to try all programs. When the surgeon removed the old lead there were many twists/kinks in the lead and the surgeon stated "this is what happens when the patient stated they can flip the device around in the pocket."

Manufacturer narrative:
Product ID 978a128 lot# va290s5 serial# implanted: (B)(6) 2020; explanted: (B)(6) 2023; product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep stated this patient reported their device was not working, rep and healthcare provider (hcp) worked with patient on programming/tracking symptoms, the hcp ultimately decided to replace the device. Impedance check was done and all were within normal range, this was why programming was attempted to resolve the 'not working'. When typical programming didn't work, they new something was 'different'. Phone call was made to rep to gather additional detail/clarification. Rep clarified there was no confirmed flipping or twisting, rep had made that comment in their email with regard to speculation the surgeon made during the surgery. Rep noted they were standing at the patient's feet during the procedure, they could not see the device, while removing hcp made the comment that 'patient must be a twiddler'. It was purely speculation, no device issue was confirmed. She was aware it was not working, they had tried reprogramming, impedance were normal when measured. Once they worked through the programs without success, they decided to replace it. She noted there must have been something wrong with the replaced system, replacement was successful and the patient was getting good therapy with the new system, however they did not figure out what was actually wrong with the previous system.

Manufacturer narrative:
H6: corrected to remove fdds for twisting for pli 20 and flipping for pli 10 as additional investigation determined these were speculation and device issues were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was  going to have 97810 removed and a 97800 and lead placed on the other side of the body as it is no longer working.

Event description:
Additional information was received from a manufacturer representative (rep). To clarify the statement of the device not working, they were meaning that symptoms weren't controlled as they once were. They indicated that the patient would charge their device regularly and that the cause of their symptoms not being controlled like they were is unknown, but the likely cause is that the device was twisting or flipping in the pocket. To attempt to resolve the issue they did impedance checks and program changes. The issue was resolved with removing the device and the patient is happy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.